Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1; -11.50/3.0/089 (sphere/cylinder/axis) implantable collamer lens patient's right eye (od) on (B)(6) 2023. The lens was reported as having low vaulting with rotation. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem.